Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issue event on (B)(6) 2026 as infusion set patch ripped off while pulling pants. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.